Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Customer was experiencing nausea and shakiness. The blood glucose reading at the time of the event was 532 mg/dl. Caller stated that his wife was fine and then the blood glucose levels started to rise. Hospital treated with manual injection. Nothing further reported.